Manufacturer narrative:
The reagent lot number is 83943401, with an expiration date of 30-apr-2026. The field service engineer (fse) inspected the analyzer and replaced the sample probes, adjusted the other probes, performed a decontamination procedure, adjusted the log and rinse levels, replaced the bath windows, and verified the analyzer's performance by qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 results from several patient samples tested on the cobas c 513 analyzer. The reporter provided one patient sample with discrepant results: the initial result from the analyzer was 8.5% the repeat result from another c 513 analyzer was 5.47%. The qc became too high, prompting the rerun. The repeat result was deemed correct.